Event description:
The affiliate stated the customer alleged over one hundred (100) milliliters of fluid, which appeared to be cleaner solution, leaked at the exterior front side of the instrument involving coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. No erroneous patient results were generated. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) reported the customer discovered the tube between the blood sampling valve (bsv) and the front blood detector had come off at the bsv during system startup, which caused the diluent leak. The customer reattached the tubing, and the unit was operational upon arrival. The fse verified the instrument for leaks during system shutdown, startup, and system operation. No issues were noted. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).